Event description:
Spacelabs healthcare was notified that a patient connected to the xhibit telemetry system had expired. The facility's biomedical engineer reported that he received conflicting information from the floor about the event. The monitor technician who was monitoring the patient had reported that the leads were not connected to the patient during the event, which is why it did not alarm, but the unit manager had stated the leads were connected to the patient and no alarm notifications present. He was unable to provide any additional information regarding the event.

Manufacturer narrative:
As a precaution, the hospital's biomedical engineer quarantined the ariatele telemetry transmitter used during the event from service and requested that the xhibit telemetry system be evaluated. A spacelabs field service engineer (fse) was dispatched to evaluate the telemetry system where he was unable to duplicate the reported issue. During testing, the fse observed proper device operation, including both visual and audible alarms, and cleared the device for further use. Per the ics operation manual, patient data is retained in the ics database for a maximum period of 72 hours before it is automatically purged. Since this event was reported to have occurred on (B)(6) 2022, and was not reported to spacelabs until november 30, 2022, the patient's ics database record was purged before a backup could be saved and reviewed as part of this investigation. Without the ics data from the event, there is not enough information available to further investigate the reported issue.